Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that while the cleaning brush was passed through the suction channel, white foreign material adhered to the cleaning brush. As a result of the analysis of component, it was found that the white foreign material contained a silicone component. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the results of the omsc investigation, omsc presumed that the reported foreign material inside the suction channel was attributed to insufficient reprocessing by the user. Olympus stated the appropriate reprocessing in the instruction manual of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus service operation repair center (sorc), it was found that there was the foreign material inside the suction channel of the subject device. There was no report of patient injury associated with this event.